Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: ecn event description: the guidewire was not able to advance in the catheter what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: try to remove the guidewire not successful what is the next course of action?: change the catheter patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor?: yes event date: 2026-2-4. As reported device codes: 1346: difficult to remove, 1367: difficult to track over wire as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.